Manufacturer narrative:
No samples were returned for investigation. The probable cause of the occlusion alarm is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms. The reported complaint of a proximal occlusion alarm can be confirmed based on a lot history review; corrective actions are in process.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch in which the customer reported a proximal occlusion alarm occurred on the device. The customer stated that when the went to back prime and then flush the set, the pump displayed proximal occlusion a start up open/close or back prime alarm. They opened the door to rectify the alarm. There was patient involvement and there was a delay in patient therapy, however, no harm was reported as a consequence of this event.